Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the distal setup joint (suj). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that the system displayed error 32100 on the arm 1 and a power cycle did not resolve the issue. The user disabled arm 1 to continue the procedure as planned. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.